Event description:
Leica microsystems rec'd info regarding sub-optimal processing of tissue in 180 cassettes, using peloris tissue processor serial number (B)(4). The tissue samples were described by the complainant as over-processed, hard and brittle. The complainant also reported sub-optimal processing of tissue in approx 390 cassettes, using peloris iitm tissue processor serial number (B)(4). The leica field support specialist (fss) who attended the laboratory on (B)(4) 2012, found that several reagents on both instruments had been replaced immediately prior to commencement of the processing protocol(s) from which sub-optimal tissue processing was identified. Investigation of the reagent replacement process showed that all bottles were removed from the instrument for sufficient time to complete manual replacement; and the wax chamber 2 was successfully drained to waste before the wax 1 was replaced. The fss also found that reagents on the instrument at the time of the complaint had been discarded and replaced subsequent to identification of sub-optimal tissue processing and prior to attendance at the laboratory by the fss. As a consequence, chemical analysis to determine the actual composition of the reagent in each bottle at the time when sub-optimal tissue processing was identified was not possible. On (B)(4) 2012, leica microsystems rec'd info that not all tissue samples exhibiting sub-optimal processing were diagnosable. The complainant was not able to identify on which peloris rapid tissue processor these samples were processed and further specific details were to be provided. The most recent info obtained by leica microsystems from the complainant on (B)(4) 2012, indicates that three (3) or four (4) cases were not diagnosable and re-biopsy was required for one (1) case. The complainant was not able to confirm if these samples were processed on one or both of the peloris rapid tissue processors. Investigation of the complaint associated with each of the instruments from which sub-optimal tissue processing was reported by the complainant, showed that the instruments functioned as designed during execution of the affected protocols. The root cause for the sub-optimal tissue processing reported could not be determined from the info available. Add'l catalog #: 26.0008. Add'l serial #: (B)(4).